Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: this file was reviewed by a cross functional team during the weekly ae review and the following was requested: what was the approximate width of the ileocolic vessel? 3-4 mm. Did the surgeon skeletonize the vessel or was it taken with fatty tissue? Fatty tissue. What is the surgeon¿s experience with the device? 300 cases with the device. Did the surgeon confirm they received the completion tone prior to advancing the blade? Yes. Were there any generator alert screens? No. Can you provide a timeline of events? Procedure was completed without any indicators of potential problems, patients was closed up. How long post op was the rupture identified? How was it identified? 30 min after the case was completed, the blood pressure had dropped dangerously low. Patient was opened up, and the ileocolic vessel that was sealed and divided by the device was bleeding heavily. The seal had ruptured. Patient was re-operated on and is recovering well from the surgeries. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a right hemicolectomy the ileocolic vessel broke open. The patient underwent another procedure to suture the vessel and repair it. The patient is doing fine now.